Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, unsure cannula properly inserted and bent cannula. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod. After removing the pod, it was found that the needle didn't go into the infusion site (arm), the cannula was bent and the insulin was leaking. There were no reported time duration of the pod use, symptoms, treatment and the time of patient discharge.